Event description:
It was reported that pump experienced malfunction code 16 with no notable events beforehand. There was no adverse impact to the customer¿s blood glucose level and provided reset instructions and assisted with resetting pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code recurred, and customer acknowledged and understood.